Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a procedure to treat a stenosis of the bile duct. According to the complainant, the patient had a stricture within the bile duct. The stricture was dilated prior to stent placement. During the procedure, the stent system was used along with a cook guidewire ((B)(4)). When placing the stent, the stent was implanted within the correct position; however, both the guidewire and the stent delivery system broke. A portion of the stent delivery system detached inside of the bile duct. The physician used a retrieval basket to remove the detached portion of the stent delivery system. The complainant reported that this event caused a delay in the procedure and a "default in the drainage of the patient channel." The procedure was completed using this stent system. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The delivery system of the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Only the stent delivery system and a non-bsc guidewire were received for review; the stent was not returned as it was implanted within the patient. A visual examination of the returned device found that the distal section of the inner lumen had separated approximately 260mm from the distal tip. The delivery system was severely kinked at the point of separation of the inner lumen. In addition, the inner shaft was severely kinked and stretched at the distal end of the delivery shaft. The distal release handle was positioned past the reconstrainment limit and was flush with the proximal end of the stent delivery system. The device analysis determined that the condition of the returned device was consistent with the complaint incident that the distal portion of the stent delivery system separated. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The separated delivery system was likely due to procedural/anatomical factors. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a procedure to treat a stenosis of the bile duct. According to the complainant, the patient had a stricture within the bile duct. The stricture was dilated prior to stent placement. During the procedure, the stent system was used along with a cook guidewire ((B)(4)). When placing the stent, the stent was implanted within the correct position; however, both the guidewire and the stent delivery system broke. A portion of the stent delivery system detached inside of the bile duct. The physician used a retrieval basket to remove the detached portion of the stent delivery system. The complainant reported that this event caused a delay in the procedure and a "default in the drainage of the patient channel." The procedure was completed using this stent system. The patient condition at the conclusion of the procedure was reported to be "stable."